Event description:
Additional information regarding specific device quantity and details was received on 10oct2019. The specific device quantity has been reported to be 3. It was also reported that the occlusion of the ports has obstructed blood from being drawn and medications from being flushed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. H6 - results code: appropriate term/code not available (4247) - devices became occluded. Investigation - evaluation. A review of the documentation including the complaint history, drawing, instructions for use (IFU) and quality control of the devices was conducted during the investigation. The complaint devices were not returned; therefore, no physical examinations could be performed. However, a complaint for a similar product experiencing a similar failure mode was referenced (mfg. Report reference #: 1820334-2019-00681). The physical examination of the referenced complaint device found two of the three lumens occluded. The occlusions were unable to be flushed, but the sideports corresponding to the occluded lumens had excessive biological matter on and around them. The cause of the failure in this investigation was unable to be identified, but improper catheter maintenance was outlined as a possible contributing factor. Due to the similarities in complaint device and failure between these two complaints, it is possible that the two have similar causes. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Adequate risk mitigation activities are in place to capture potential failure modes prior to customer release. There is no evidence suggesting that the devices were manufactured out of specification. A review of the device history record could not be completed due to lack of lot information. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested lumen utilization: triple-lumen: ¿1 distal exit port (endhole) ¿ whole blood or blood product delivery and sampling; any situation requiring more flow rate; cvp monitoring; medication delivery; power injection studies. It is strongly recommended that this lumen be used for all blood sampling. ¿CT¿ labeled on the distal 1 lumen hub indicates that this is the lumen which should be utilized for power injection. 2 middle exit port ¿ medication delivery; acute hyperalimentation 3 proximal exit port ¿ medication delivery¿ suggested catheter maintenance: ¿any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution.¿ the complaint was able to be confirmed based on customer testimony. Based on the information provided, no returned devices, and the results of our investigation, a definitive root cause could not be established but could potentially be traced to maintenance. It is possible that improper maintenance of the catheter could have caused the failure. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Age: patient ages varied from 45-75. Sex: both genders were affected. Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog #: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. Occupation: supervisor. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter port access does not last more than 12-24 hours from insertion on a consistent basis. Each catheter is designed to allow for three sources of input and withdrawal from a patient, however, only one works after the first 12 hours. The nurses are unable to draw or flush from the line. It was noted that the other ports malfunction approximately 90% of the time, which defeats the purpose of placing a central line for treatment. These malfunctions result in additional lines being added, which negatively impacts patient care. It was later reported that this malfunction has occurred on numerous dates, almost every time a central line has been placed. The most recent date of device malfunction was (B)(6) 2019. The devices are not available for return, as they were discarded upon patient discharge. The only procedure taking place was for central line placement, as well as the infusion of fluids through and drawing blood from the specified port. Primarily, cardiac and vasoactive medications like cardizem, norepinephrine, vasopressin and the like were being infused through the line. Standard crystalloids were occasionally infused and included normal saline and lactated ringers solution. The maintenance protocol included flushing the catheter every four hours when not actively infusing, as well as to flush following the administration of any IV medications. If there was a continuous infusion, then the catheter was inspected every four hours. The catheter was also flushed following any blood draw. This report references the generic malfunction of an unknown number of devices. The most recent malfunction that occurred on (B)(6) 2019 is captured on the report for patient identifier (B)(6). Requests for additional information regarding the event, device, and patient information have been sent to the customer. At the time of this report a response has not been received.